Manufacturer narrative:
B1/b2 adverse event and required intervention were selected along with product problem that was previously submitted. B5 clinical narrative was updated. H1 reportable event type was revised. H6 medical device problem codes were added due to review of information received.

Event description:
Clinical narrative updated 2026-7-6: further clinical details have been forwarded regarding the intervention for the high purge pressure. The lytic tpa was added to the purge despite it being off label use. Tpa was utilized for the high purge pressures to mitigate impact of biomaterial within the motor and there was no impact on the patient. Prior clinical narrative updated 1 jul 2026: additional information was provided. The csc established contact with the medical office, and a resolution according to tpa protocol was recommended and carried out. Over the following hours, the issue was resolved in this way. The patient is doing well. The patient is being mobilized daily, and the pressure and flows in the purge system are completely normal. Update 26jun2026: become aware date: 6/26/2026. Complaint description: while the ops physician reported a lower-than-expected placement signal, a "placement signal low" alarm was triggered due to low pulsatility. A suction alarm was also displayed, associated with a low placement signal and low lv signal, while the motor current continued to display a waveform. The patient was awake, hemodynamically stable, and maintained adequate map on the primary hemodynamic monitor. The physician was advised to exchange the pump. As the physician declined, it was recommended to monitor blood parameters and verify pump position more frequently using echocardiographic guidance. The csc and the entire cardiology and surgical field teams were informed.

Manufacturer narrative:
A resolution according to protocol was recommended and carried out. Over the following hours, the issue was resolved in this way. The patient was doing well. The patient was being mobilized daily, and the pressure and flows in the purge system were completely normal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 36-year-old male patient with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, a "purge pressure high" alarm was discussed. No kinks were found in the line, and changing the purge cassettes was unsuccessful. Partial thromboplastin time (ptt) was 62 seconds. Abiomed best practices and lysis protocol were discussed and sent via email. Lysis was initiated, with purge flow at 1.2 ml/h and purge pressure at 1030 mmhg. The physician planned to wait until the end of the early shift; if no improvement occurred, the pump would be changed later that day. The physician reported that purge values had not improved, and at performance level 7, no left ventricular curve was displayed, and the placement signal and motor current curves showed strong artifacts. The display scale was normal (-20 to 160), and applying firm pressure to the connector in the aic did not improve the situation. Values were displayed as follows: placement signal 105/90 (97), left ventricle 101/07, motor current 406/370 (373), p7, flow 4.3 l/min. It was again recommended to replace the pump as soon as possible and closely monitor the motor current in the meantime. Tissue plasminogen activator (tpa) was utilized for high purge pressure to mitigate the impact of biomaterial within the motor, with no impact on the patient. The placement signal issue had no impact on the patient's hemodynamics. The patient remained on support.